Event description:
In 2008, the pt reported seeing air bubbles in the insulin cartridge of his infusion device. He stated he usually sees the bubbles after he primes and the cartridge has been placed into the device. He stated he currently has an air bubble at the top of the cartridge. During troubleshooting, the pt was instructed to prime 8 units of insulin but the bubble did not move. He was then instructed to remove the cartridge and to go through the change the cartridge procedure. During the process, the pt was able to push the air bubble out. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.